Event description:
Patient presented in-clinic after experiencing episodes of dizziness. Upon investigation, high capture threshold was observed on the right ventricular (rv) lead. Lead damage sustained during the initial implant procedure or a potential lead dislodgement were suspected to be the cause of the event, however, neither could be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture and potential lead damage. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. The reported event of potential lead damage was confirmed. The outer insulation was damaged in multiple locations in the proximal region consistent with procedural damage. The cause of the lead damage was isolated to the outer insulation cut/damaged consistent with procedural damage.